Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the device gets stuck, sometimes the tack is already half outside of the shaft and sometimes it¿s would not shoot the tack, and then suddenly it could work fine. There was no patient involved in the event.